Event description:
It was reported that patient presented for scheduled procedure. It was noted that the lead was explanted due to lead malfunction and replaced with new lead. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.

Manufacturer narrative:
The reported event of insulation damage was confirmed. A partial lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the optim sheath only proximal to the suture sleeve tie impression. The silicone tubing was not abraded in this location. The cause of the reported event was isolated to the external insulation abrasion consistent with friction to the device can.

Event description:
New information received noted that right ventricular (rv) lead was explanted and replaced due to insulation break. There were no patient consequences.